Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, on (B)(6) 2010, the patient underwent a laparoscopic hysterectomy for uterine fibroid procedure where the morcellator was used. On (B)(6) 2014, she was diagnosed with a pelvic mass and underwent removal surgery on (B)(6) 2014. Pathology revealed the mass was positive for diffuse large b-cell lymphoma cancer.